Event description:
This complainant is now reportable based on the analysis completed on 05/21/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery (rca). The 2.50x32mm taxus liberte stent was advanced to rca but was unable to cross the lesion. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage on the middle section of the stent. One strut was raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were found along the entire length of the hypotube. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).